Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a partial display anomaly. The customer¿s blood glucose was 467 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump screen was dark and could not see everything on the display. Customer's parent also reported that the customer experienced a high blood glucose of 467 mg/dl and no form of treatment was performed. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
After battery installation the device gave a full segment display anomaly due to faulty connector at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to full segment display. No unexpected missing segment and partial display anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.